Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced significant abdominal pain" and "feeling unwell" during fill 3 of 3. The patient was connected to the homechoice claria device at the time of the event. The cycler performed an ¿injection¿ and after the injection the patient experienced the abdominal pain. It was further reported that the patient performed two ¿stasis shunt"; went into drainage; and then completed the pd treatment. The following night, the patient did not perform pd therapy because the patient was not feeling well. The patient presented to the hospital for an abdominal CT scan. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with homechoice claria were reviewed. The review showed that the end user encountered a low drain volume notice during the 2nd drain cycle with a drain volume of 1336ml. The device logs showed the patient bypassed the low drain volume notice to continue therapy and filled with 2168ml. Per the homechoice claria apd system patient at-home guide, bypassing a low drain volume notice can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. Based on the device log analysis, the reported issue was determined to be the end user bypassing the low drain volume notice during drain (use related error). Should additional relevant information become available, a supplemental report will be submitted.